Event description:
Consumer called in to report that her son was burned, badly burned by the steam from our vaporizer. Unit was on the floor in the child's bedroom. Contrary to direction, he was playing with the unit when the incident occurred. Customer has also added too much salt to the water contrary to direction for use, which caused the unit to over boil and generate additional steam.